Manufacturer narrative:
Manufacturer device report 1220648-2024-13469 was created in error and is duplicate of manufacturer device report 1220648-2024-14140. All investigation results will be found in manufacturer device report 1220648-2024-14140.

Event description:
The complainant reported that when powering on the automated impella controller (aic), a battery failure alarm occurred. The aic was exchanged. No patient harm has been reported.

Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.